Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, it was noted that the two clip applier instruments and one cautery hook instrument that were installed on the universal surgical manipulators (usms)/arms 2 and 4 had broken wires. Before calling, the surgeon already converted to laparoscopic to finish the surgery. The surgeon was not available to provide more details during the call. The customer understood that usm 2 and 4 no longer responded normally and appeared to be drifting. The problem occurred towards the end of the surgery. An intuitive surgical (is) technical support engineer (tse) advised the customer to power cycle the system and perform a test drive once possible. The tse found one error 282 pointing to one or more tool sensors not being detected on usm2 and one error 282 pointing to only the magnet detected on usm1. No errors were noted for the other arms, and the customer stated that those arms had no problems. The procedure was converted to laparoscopic surgery with no reports of patient harm, adverse outcome, or injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis. It was reported that errors appeared when instruments were installed on the usm. The error was confirmed but not replicated. The usm was tested on an in-house system in normal mode with no errors. The usm was also tested on a functional test platform with no errors.